Event description:
The customer reported that the jaws would not open once tissue had been grasped. There was no patient injury or delay in procedure. The procedure was an esophageal laparoscopic hernia repair. Several attempts to gain more information on the incident were made without success.

Manufacturer narrative:
(B)(4). The device was returned and found to function to specification. The jaws opened normally once the latching handle was released.